Event description:
It was reported that the spike of a solution set with duo-vent spike kept popping out and the tubing was not fitting. This occurred during hydration of the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3 (initial submission): the correct aware date is 01/12/2024, when baxter was notified of the event. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.